Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the doctor fired the clip applier a few times successfully, then the device misfired, creating an incomplete clip on the duct of the gb. The tips of the clip were touching, but the rest of the clip was not clamped down, leaving an open area. The doctor then fired the same device again to complete case. There were no patient complications reported.